Manufacturer narrative:
We have received and evaluated the complaint device. During our initial evaluation, the mdu status was initially green but it flashed orange suggesting the resector handpiece motor has stalled when the run button was pressed and the drive shaft did not rotate. The ball bearing was found to be corroded along with the seal housing and likely causing this issue. However, at the hospital, they did not find any signal of handpiece malfunction displayed in the scu. The handpiece made a noise that was likely coming from the corroded bearing. The issue was detected outside of the patient's vein and there was no injury to the patient. This is a multi-use device which can be reused for the phlebectomy procedure after steam sterilization. Water from the cleaning and steam sterilization procedure can sometimes penetrate into the handpiece over time and as a result, could corrode the motor and bearing after numerous cycles. We have changed the plastic material of the bearing and seal, thus providing improved resistance to this root cause. This unit was manufactured prior to these changes were implemented.

Event description:
Blade would not spin while pressing the handpiece unit. However, blade would spin once user stopped pressing the button. Malfunctioned was detected halfway through the procedure when the device was outside of the patient's vein. A new handpiece was used to complete the procedure.